Event description:
Customer reportedly received the following results on the advantage system within 10 min: 316 mg/dl, 119 mg/dl, 102 mg/dl, and 109 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.